Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user discontinued ilet pump therapy after experiencing frequent low glucose events during initial use despite adjustments made with a healthcare provider. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, emergency treatment, or device alarms. Investigation included internal review of the event details and notification to the field team for follow-up. Investigation of this case revealed no device malfunction or alarm activity and no device component anomaly was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.